Event description:
During a laparoscopic cholecystectomy procedure, the "hf" cable arced, then sparked and subsequently broke in half approximately one inch from the connector to the cautery unit. The procedure was completed with a second cable and there were no pt or user injuries.